Event description:
It was reported that the remote home monitoring system issued a code for the subcutaneous implantable cardioverter defibrillator (s-ICD) indicating there were a large quantity of resettable errors. The patient was hospitalized and review of the device data was requested. Engineering reviewed the device's memory stored in the remote home monitoring system and found an unusually larger number of resets. The latest five resets occurred due to a memory inconsistency in the active device firmware. Engineering noted it could be due to possible exposure to high levels of environmental or therapeutic ionizing radiation. However at this time there was no evidence of influential external factors so an underlying cause was unable to be determined. Device replacement was recommended since although the device appears to be operating normally post resets, the patient may be exposed to delay of therapy and possible lack of episode storage in device memory. Additional information was received that the device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device was subjected to, and passed, testing that verified the performance of pacing, sensing, shocking and recording functions. The device case was opened to facilitate inspection and testing of the internal components. The digital integrated circuit was isolated and detailed testing found a product performance issue with this component that resulted in the observed error code.

Event description:
It was reported that the remote home monitoring system issued a code for the subcutaneous implantable cardioverter defibrillator (s-ICD) indicating there were a large quantity of resettable errors. The patient was hospitalized and review of the device data was requested. Engineering reviewed the device's memory stored in the remote home monitoring system and found an unusually larger number of resets. The latest five resets occurred due to a memory inconsistency in the active device firmware. Engineering noted it could be due to possible exposure to high levels of environmental or therapeutic ionizing radiation. However at this time there was no evidence of influential external factors so an underlying cause was unable to be determined. Device replacement was recommended since although the device appears to be operating normally post resets, the patient may be exposed to delay of therapy and possible lack of episode storage in device memory. Additional information was received that the device was subsequently explanted and replaced. No additional adverse patient effects were reported. Additional information was received that the code was noted on the remote home monitoring system by the clinic one day earlier than previously reported. The device was received for analysis.

Event description:
It was reported that the remote home monitoring system issued a code for the subcutaneous implantable cardioverter defibrillator (s-ICD) indicating there were a large quantity of resettable errors. The patient was hospitalized and review of the device data was requested. Engineering reviewed the device's memory stored in the remote home monitoring system and found an unusually larger number of resets. The latest five resets occurred due to a memory inconsistency in the active device firmware. Engineering noted it could be due to possible exposure to high levels of environmental or therapeutic ionizing radiation. However at this time there was no evidence of influential external factors so an underlying cause was unable to be determined. Device replacement was recommended since although the device appears to be operating normally post resets, the patient may be exposed to delay of therapy and possible lack of episode storage in device memory. Additional information was received that the device was subsequently explanted and replaced. No additional adverse patient effects were reported. Additional information was received that the code was noted on the remote home monitoring system by the clinic one day earlier than previously reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.